Event description:
A user facility reported that the certified registered nurse anesthetist noted the cuff was herniated after the laryngeal mark airway was removed and replaced with an endotracheal tube. There was no pt injury or problem. The user facility has returned laryngeal mask airway for eval.